Event description:
Caller states patient received blood glucose result of 51 mg/dl on the inform system and result of 37 mg/dl on lab value. Reported values were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.